Event description:
It was reported by the customer the doctor had pierced the breast and was attempting to take samples when the cutter wouldn't cut. Upon inspection of the device, it was found a pin in the power cable had broken off not allowing power to the drive unit. The doctor decided to abort the case and reschedule. No pt consequence occurred.